Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The total daily doses added up correctly and reflected the programmed basal rate target. The continuous glucose monitoring history recorded several call service 208 glucose below user low limit alerts. A review of the user settings showed the continuous glucose monitoring high low alert was enabled and set to 60mg/dl. Unrelated to the original complaint, the display screen contrast was dim and reddish. The pump powered up with an auditory sound. The test transmitter was paired with the pump correctly. The blood glucose calibration of 120mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl. No alarms occurred during the investigation. The 12 units were reflected after a 12 hour testing with a 1 unit per hour basal duration test. The test call service 208 warning was simulated with 100mg/dl as the threshold. The pump gave the appropriate call service 208 warning with auditory and vibratory alarms. The alleged continuous glucose monitoring issue was unable to be duplicated during testing. The continuous glucose monitoring feature was functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 28 mg/dl associated with no sounds or vibration in the pump. Reportedly, the patient had to be revived by emergency medical services. It was reported that the patient did not hear any alarms or warnings that their bg was going low; the patient stated they fell asleep without eating and was still getting insulin delivered. The patient did not know what their sound settings were or supposed to be. The reporter did not complete troubleshooting at the time of the call and could not be reached for further information. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.